Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose was 362 mg/dl to 390 mg/dl at the time of incident. Customer treated with manual injection. Customer reported that the alarm did not occur after battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Post-reset ram crc alarm not found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).